Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) and the 11v backup battery (serial number: (B)(6) ) were returned for analysis separately. The heartmate 3 system controller was returned for analysis, and a log file was downloaded with events spanning approximately 9 days ((B)(6) 2020, (B)(6) 2021, (B)(6) 2001 per timestamp). Events occurring on (B)(6) 2001 were default dates due to the system controller internal clock not being set. Backup battery fault alarms, due to a backup battery load test failure, were active from (B)(6) 2020 at 17:40:19 ¿ 19:17:03. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first failed, the loaded voltage measured ~11.39v and the unloaded voltage measured ~12.23v. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The returned 11v backup battery was functionally tested and performed as intended. The reported backup battery fault alarms were unable to be reproduced during testing. The controller was then functionally tested with a test backup battery and passed all testing without issue. After initial testing, the returned backup battery was inserted into the system controller. The controller was operated for an extended period while connected to a mock loop and was able to support pump function for the extended operation without issue. The power cables were disconnected, and the system continued to operate supported by only the backup battery without issue. The reported event was unable to be reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications and shipped on 19feb2020. Heartmate iii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and power cable disconnect alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook and instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was exchanged on (B)(6) 2021 due to a backup battery alarm. The battery kept showing alarm even though it had more than 20 months to expiry.